Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen articular surface, cat#: 00596202217 lot#: 62534423. Taper plug, cat#: 00596009900 lot#: 63627635. Customer has not indicated that the product will be returned to zimmer biomet for investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after inserting the bearing onto the tibial component that the locking bolt, which comes with articular surface, failed to engage taper plug. Through x-rays it was determined that the taper plug was not seated properly during implantation and therefore, would not receive the locking screw.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Per the package insert, malalignment of the prosthetic knee components is listed as a known potential adverse effect. The surgical technique instructs to assemble the taper plug onto the tibial plate by striking it with a mallet several times to allow the ring on the taper plug to deform. It is recommended to secure the taper plug using a replacement stem extension locking screw, before implanting the tibial component. This screw will hold the taper plug in place when the tibial plate is impacted. Based on the reported information, the root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.